Manufacturer narrative:
Referring to the product inquiry the long nail kit is the primary product. The u-blade set and the locking screws are considered associated products. Failures in material or manufacturing were not found. Review of the DHR for the reported nail kit revealed no discrepancies. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail received. The complaint is about a broken gamma3 long nail after an implant residence time of 6.5 months. According to information received the patient was revised with an artificial head due to non-union. Non-union was confirmed by the reporter: the received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to massive overload. However, significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the posterior web; they progress through the entire bore towards medial. The drill marks were originated intra-operatively by a deviated lag screw step drill which may have created the starting point of the fracture by a notching effect at the lateral edge of the posterior web. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole of the nail indicates high tension forces caused by massive axial load - transmitted by the (u-blade) lag screw, which suggests more than partial weight bearing. Taking into consideration that the nail stayed implanted for more than 6 months until the breakage occurred, the following can be concluded: the breakage of the nail is not linked to a deficiency of the device, but is rather considered patient related, possibly contributed by intra-operative implant damage by a deviated lag screw step drill. The impaired healing of the fracture site and the resulting prolonged axial and torsional overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after an implant residence time of 6.5 months. Review of complaint history, CAPA databases, risk analysis and labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Surgical treatment was performed due to broken gamma nail. Initial procedure was (B)(6)2016 . The gamma long implanted that operated last (B)(6), but it was broken on the lag screw hole in this time. Remove the broken gamma and replace it with an artificial head. The surgeon¿s opinion was a case where the crushing of bone was heavy, it was fixed without succeeding in restoring position. The revision date was (B)(6) 2017 and false joint, non-union detected.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgical treatment was performed due to broken gamma nail. Initial procedure was (B)(6) 2016. The gamma long implanted that operated last (B)(6), but it was broken on the lag screw hole in this time. Remove the broken gamma and replace it with an artificial head. The surgeon¿s opinion was a case where the crushing of bone was heavy, it was fixed without succeeding in restoring position. The revision date was (B)(6) 2017. And false joint, non-union detected.